Manufacturer narrative:
The device was not returned to the manufacturer, however, a manufacturer's representative was to be sent to the site to evaluate the device. The results of the manufacturer's investigation is not available yet.

Event description:
While using a zeiss 532s laser on a patient, a doctor with six years of experience with the laser thought that in two instances, he saw green lights of a higher intensity than were previously seen. After completing the procedure, his vision was blurred. On the following day, his visual acuity had decreased. Upon examination (via an ophthalmoscope) of his fundus, macular edema was detected. A medicine, dms, was prescribed. Further examination performed on (B)(6) 2011 indicated a loss of visual field and changes on the cross section of the retinal pigment epithelium in the left eye; no macular edema was detected. His visual acuity had improved. He stopped taking the prescribed dmx medicine after seven days. In a subsequent examination performed on (B)(6) 2011, is visual acuity had further improved.